Event description:
It was reported to boston scientific corporation that an endovive standard peg kit pull method was used during a percutaneous endoscopic gastrostomy (procedure date is unknown.) According to the complainant, post procedure on (B)(6) 2009, the patient had granuloma in the stoma. The gastric surgeon prescribed a local treatment with steroids for two to three weeks. The external bolster was adjusted so that the distance between the plate and the skin increased some millimeters. (B)(6) 2009, the patient had redness around the stoma site. The patient received a colloid bandage from the gastric ward. Again, the external bolster was adjusted so that the distance between the plate and the skin increased some millimeters. There was no exchange of the device.

Manufacturer narrative:
The exact date of birth is unknown; however, (B)(6)the complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.bsc reference: a00219241/1527389